Event description:
It was reported that the pump alarmed that the medication bag was empty, however there was still fluid remaining. There was patient involvement, however no harm reported

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump alarmed that the medication bag was empty, however there was still fluid remaining. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. Correction: describe event or problem additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had false alarm was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.